Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned for evaluation. A visual inspection found a complete detachment to both the outer catheter and inner guidewire lumen. Therefore, the investigation is confirmed for a catheter detachment. Additionally, the device was returned with a guidewire stuck in each segment; the guidewire was unable to be removed from the device. Therefore, the investigation is confirmed for the reported guidewire issue. The definitive root cause for the catheter detachment or guidewire issue could not be determined based on the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: - remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Precautions: - if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure in the distal sfa, the pta balloon allegedly got stuck on the guidewire and could not go any further. The guidewire and catheter were removed from the patient without any issue. Another balloon and guidewire were used to complete the procedure. There was no reported patient injury.